Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they cannot recall how to turn therapy on and they lost the instructions. Caller said the patient has not been feeling stimulation for several weeks. Caller said the last time they were in healthcare provider office they changed the stim level, took them off 2 ,3, and 4, they were at 4.0v and they took them off. Patient was at 6.0v and now they are on 4.1v and pt can¿t feel stimulation. Agent asked caller to connect with controller and controller showed stimulation is off and in MRI mode. Agent walked caller through exiting MRI mode and turning stim on. Agent assisted caller with turning therapy on. Agent confirmed all four programs are on. Patient service reviewed how to increase stim. Controller battery 90%, implant 90%. Caller was going to adjust the intensity level for patient. Agent recommend patient consult with their managing doctor's office for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the issue was resolved and it was working fine.